Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on the insulin pump did not respond. Customer stated that the act button would not respond and now all the buttons on the pump do not respond. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.